Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, lot# unknown, product type: catheter. (B)(4).

Manufacturer narrative:
The patient hospitalization no longer applies to the event. Please refer to mfg. Report # 3004209178-2015-09513.

Event description:
After further review, it was determined the catheter twist, kink and occlusion was already reported in mfg. Report # 3004209178-2015-09513. There was no indication the catheter occlusion the pump flip were related, due to each events onset date. This event will now only pertain to the pump flip and the catheter occlusion will be covered by mfg. Report# 3004209178-2015-09513. Additional information was received from a healthcare provider (hcp) regarding a patient in an intrathecal baclofen therapy (ibt) clinical study. A pump revision took place on (B)(6) 2015 and the pump was placed in a mesh pouch. The event outcome was stated to be recovered/resolved. History: hydrocephalus, deep vein thrombosis (dvt), insomnia and ischemic stroke, asthma pain, depression, constipation, allergies ( unspecified), seizure disorder, leg swelling, blood pressure, dyspepsia, nausea and ear wax build up in left ear. Concomitant drugs: singulair (montelukast sodium), vitamin d (ergocalciferol), keppra (levetiracetam), xarelto (rivaroxaban), pulmac ort (budosenide), tramadol (tramadol hydrochloride), tylenol no. 3 (tylenol w/codeine no3), ventolin (salbutamol), cymbalta (duloxetine hydrochloride), senna (senna alexandrina), percocet (oxycodone hydrochloride, paracetamol), zyrtec (cetirizine hydrochloride), acetaminophen (paracetamol), lasix (furosemide), veramyst (fluticasone furoate), zanaflex (tyzanidine hydrochloride), calcium d tab (calcium carbonate, colecalciferol), tizanidine hydrochloride, voltaren gel (diclofenac), melatonin, warfarin sodium, calcium, maxzide (hydrochlorothiazide, triamterene), prilosec (omeprazole), and debrox (urea hydrogen peroxide). Dose changes: received first dose of study medication baclofen at a dose of 86.36ug (intrathecal). From (B)(6) 2014, the subject received increased dose of study medication baclofen at a dose 94.96ug (intrathecal). From (B)(6) 2014 the subject received increased dose of study medication baclofen at a dose 104.54ug (intrathecal). From (B)(6) 2014 to (B)(6) 2015, the subject received baclofen at a dose of 94.21ug (intrathecal). On (B)(6) 2015, the subject fell out of bed (first occurrence) and hit abdomen due to this the baclofen pump flipped (device dislocation). From (B)(6) 2015, the subject received study medication baclofen at a dose of 103.18ug (intrathecal). From (B)(6) 2015, the subject received study medication baclofen at a dose of 118.29 ug (intrathecal). From 2(B)(6) 2015, the subject received study medication baclofen at a dose 130.24ug (intrathecal). From (B)(6) 2015, the subject received study medication baclofen at a dose 138.95ug. From (B)(6) 2015, the subject received study medication baclofen at a dose 152.93ug. It was stated that the subject still had pain / spasm and the titration was delayed due to medical issues. Therefore, on (B)(6) 2015, itb pump titration was performed outside the titration window.

Manufacturer narrative:
(B)(4).

Event description:
Additional information indicated that the patient received 100 ug (microgram) of baclofen intrathecally from (B)(6) 015 to (B)(6) 2015. The patient's other relevant history included hypertension with significant pitting edema in "bilateral lower."

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a clinical site indicated the concomitant medication and medical history were updated as of 14- jun-2016. Xarelto was discontinued. The medical history of deep vein thrombosis, insomnia, constipation and pain ((B)(6) 2012), and hypertension were changed to current conditions. The last recorded dosing change occurred on (B)(6) 2015 and the dose was decreased to 100mcg/day. It was noted that as of (B)(6) 2015, the patient was exited from the study.

Event description:
Additional information was received from the clinical site indicated the corrective treatment was surgical intervention to reposition. Would require additional evaluation by neurosurgeon and likely another surgery to correct. Baclofen was removed from the list of concomitant drugs (drug taking at the time of the event) since the stop date of the last dose of baclofen was before the event onset date. The investigator stated the palpitation of device was the only diagnostic test performed for the event and no other imaging had been done. Due to increased spasticity at specific time, 2-5am on (B)(6) 2015 pump adjustment for flex dosing was performed and the study drug had been increased. Treatment of the event included a pump revision on (B)(6) 2015. The event resulted in in-patient hospitalization on (B)(6) 2015 to place the pump in mesh pouch. The first dose (start on (B)(6) 2013) for zanaflex was deleted from the concomitant drug list since the stop date ((B)(6) 2014) for this dose was before the event onset. Concomitant drug calcium d was replaced with vitamin d (with all the same data), coumadin (warfarin sodium)and calcium have been added. The patient also experienced events of "fall" on (B)(6) 2015, which were all non-serious. Medical history also included spasticity from (B)(6) 2011, ongoing. Constipation and pain from (B)(6) 2012, ongoing, hypertension from (B)(6) 2012, ongoing, and seasonal allergies from (B)(6) 2013, ongoing. The investigator reported that the surgery took place two months after the event due to an insurance issue. The patient had the first dose of study drug at 50 mcg on (B)(6) 2014 for testing. The patient had the study drug at 75 mcg from (B)(6) 2014.

Manufacturer narrative:
Concomitant product: product ID: 8780, serial# (B)(4), product type: catheter. (B)(4).

Event description:
Additional information received reported that the patient was sitting at the edge of her bed and reached down to pick something up off the floor. The patient lost her balance and fell to the floor. The patient was seen by a neurosurgeon on (B)(6) 2015 and a pump replacement was scheduled for (B)(6) 2015. It was noted that the medication dose was increased to 130.24mcg/day on (B)(6) 2015. At this time, the patient still experienced pain/spam and the titration was delayed due to medical issues. The pump was used to deliver lioresal (baclofen). No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Event description:
It was reported that the patient fell out of bed and the pump flipped. The patient was also taking oral baclofen at the time of the event (10mg). The fall was not suspected to be due to device or therapy. The pump was used to deliver baclofen (unknown). No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the catheter twisted and kinked on (B)(6) 2015. The patient was hospitalized on (B)(6) 2015 for catheter revision. It was stated that a catheter "dye study followed by replacement" were the actions taken. The patient completely recovered on (B)(6) 2015. The patient also had a second fall on (B)(6) 2015. The patient experienced bruising on the right side of the face. No action was taken due to the fall. The patient completely recovered on (B)(6) 2015. The second occurrence of fall was unlikely related to the study medication or to the device. The second occurrence of fall was thought to be a new illness or injury. Both occurrences of fall were not suspected with the study drug, as it was not in the consistence with the pharmacological profile of the study medication.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider regarding the patient in a sisters clinical study. The patient's medical history included the following: stroke (inactive; start: (B)(6) 2011, end: (B)(6) 2011), other asthma (inactive, start: (B)(6) 2001), other seizure disorder (inactive, start: (B)(6) 2012), other hydrocephalus (start: (B)(6) 2012, end: (B)(6) 2012), other depression (inactive; start: (B)(6) 2012), other insomnia (inactive; start: (B)(6) 2011), and other deep vein thrombosis / dvt(start: (B)(6) 2001, end: (B)(6) 2001). The patient was experiencing spasms of the left arm and leg; the date of the event was (B)(6) 2015. It was noted that possibly pump reprogramming or the catheter was a contributing factor for study purposes, but they did not feel any further work up was warranted at the time. It was further indicated that they just adjusted the intrathecal baclofen (itb) rate. The issue regarding spasms of the left arm and leg was resolved as of (B)(6) 2016 and the patient was also without injury regarding their stat us as of (B)(6) 2016. No surgical intervention took place or was planned regarding the spasms of the left arm and leg and as of (B)(6) 2016 the issue was resolved and patient status was alive with no injury. The patient was receiving lioresal with concentration 500 mcg/ml via their pump at a dose rate of 75 mcg/day. The drug lot number of lioresal was unknown. Other medications (oral, etc.) The patient was receiving at the time of the event included the following (brand name, start, ongoing): baclofen, (B)(6) 2014, no singulair, (B)(6) 2001, yes keppra, (B)(6) 2012, yes lovenox, (B)(6) 2014, no xarelto, (B)(6) 2014, no cefadroxil, (B)(6) 2014, no warfarin, (B)(6) 2013, no pulmacort, (B)(6) 2001, yes tramadol (B)(6) 2012, yes tylenol # 3, (B)(6) 2012, yes ventolin, (B)(6) 2001, yes cymbalta, (B)(6) 2012, no senna, (B)(6) 2012, yes calcium-d tabs (calcium carbonate-vitamin d tabs), (B)(6) 2012, yes zyrtec, (B)(6) 2013, yes veramyst, (B)(6) 2014, yes zanaflex, 2(B)(6) 014, yes prilosec, (B)(6) 2015, yes maxzide, (B)(6)2015, yes debrox, (B)(6) 2015-01-20, no coumadin, (B)(6) 2015, no percocet (combination drug part 1: acetaminophen), (B)(6) 2015, yes percocet (combination drug part 2: oxycodone), (B)(6) 2015, yes cefadroxil, (B)(6) 2015, no furosemide (lasix), (B)(6) 2015, no melatonin, (B)(6) 2015, no...

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via the study. It was reported the patient would require additional evaluation by neurosurgeon and likely another surgery to correct.

Manufacturer narrative:
Date was updated for previously reported new information, instead of the reported date of (B)(6) 2015.

Event description:
Additional information received reported that on (B)(6) 2015, the medication dose was increased to 152.93mcg/day. The issue was still considered ongoing. There was no information indicating that pump replacement occurred. No outcome or interventions reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.